Manufacturer narrative:
Qc was within range prior to the event but was out of range after the event. A field service engineer (fse) went on-site and performed troubleshooting. Fse indicated that the problem was due to a bad sample valve for the outer wheel and replaced the sample valve. The sample valve was original to the instrument and was on the system for at least 9 years.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously high iron results for 24 patients generated by the au5431-02 clinical chemistry analyzer. The results were reported outside the laboratory and corrected reports were issued after repeat testing was performed. It is unknown if patient treatment was affected in this event. The risk of serious injury will be assumed upon recur. A separate report 2050012-2010-01660 has been submitted for the malfunction portion of this event and the reports shown below have been submitted for the other patients associated with this event. 2050012-2010-01540; 2050012-2010-01556; 2050012-2010-01557; 2050012-2010-01558; 2050012-2010-01559; 2050012-2010-01560; 2050012-2010-01561; 2050012-2010-01562; 2050012-2010-01563; 2050012-2010-01564; 2050012-2010-01565; 2050012-2010-01566; 2050012-2010-01568; 2050012-2010-01569; 2050012-2010-01570; 2050012-2010-01571; 2050012-2010-01572; 2050012-2010-01573; 2050012-2010-01574; 2050012-2010-01575; 2050012-2010-01576; 2050012-2010-01577; 2050012-2010-01578.